Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
This lens was returned for credit with information the haptic was bent. No additional information was provided.